Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection (inj) of vancomycin (1gm every five days, route and duration not reported), inj. Amikacin (150mg, route, duration and frequency not reported), inj. Heparin (5000 iu, route, duration and frequency not reported), inj. Reflin (1gm, route, duration and frequency not reported), and inj. Fortum (1gm, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.